Event description:
Patient reported, left-side capsular contracture baker grade IV, pain, "prosthesis moves," and concerns regarding recalled device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and recalled device.

Event description:
Patient reported, left-side capsular contracture, baker grade IV, pain, "prosthesis moves". And concerns regarding recalled device. The device remains implanted.

Event description:
Patient representative reported left side ¿totally hardened, increased in size, cold, and visible distortion to naked eye¿ and ¿psychological totally shaken due the pain that daily feel, and that feels like possessed two watch bombs on patient¿s body, which could explode at any minute."